Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were found per visual inspection noted at electronic or motor assemblies. The device was also received with cracked case at display window corners, minor scratched lcd window, missing end cap sticker. Unable to perform prime test due to button keypad anomaly

Event description:
It was reported that the customer received button error alarms on his insulin pump. The customer stated he was in a kayak and the insulin pump may have gotten wet. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 280 mg/dl, which the customer stated was an intentional high blood glucose to counteract the effects exercise. Nothing further was reported.